Event description:
It was reported that a user of the ilet experienced hyperglycemia with continuous glucose monitor (cgm) readings in the 300s mg/dl and a lower blood glucose monitor (bgm) reading of 280 mg/dl, changed the cd 23'-6 mm infusion set, and performed tubing fill troubleshooting. Customer care provided guided troubleshooting of the infusion set and tubing. Investigation of this case revealed an unclear cause of hyperglycemia, with no evidence of occlusion alerts and resolution after troubleshooting and continued use. Clinical symptoms included anxiety associated with elevated blood glucose. Outcomes included recovery of glucose to near target later the same day without hospitalization or medical intervention. It was concluded that the event was hyperglycemia of undetermined cause without confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.